Event description:
Additional information: it was reported that the event was due to complete loss of effect for pain control of both oral and intrathecal medication. The patient experienced symptoms involving loss of opioid pain relief. The patient outcome was reported as no injury at the time of the report. The reporter stated that as far as they knew 'all is fine so far'.

Event description:
The patient experienced a change in therapy effect. Following a refill the patient reported not getting the therapeutic relief that she had previously and reported that all their original pain came back. A dye study was done and there were problems accessing the catheter access port. There were no issues seen on the dye study but caller stated he could not see dye at the end of the catheter. Caller reported the hcp was "confident" he did not see any issues with the catheter during the dye study. The plan was to refill the pump on (B)(6) 2012. Per hcp, the patient was slowly being increased on her medication with good results then suddenly she had a return of pain as intense as before the pump, no new pain or new disc herniation. Hcp indicated that two dye studies were done that were not abnormal. There had been no reservoir volume discrepancies. The logs were checked and there were no issues. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model# 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).